Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted could not be fixed to the endocardium. The lead was replaced during the procedure on (B)(6) 2020. Patient was stable.